Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy (medication, programmed amount and delivery rate unknown). All 3 vials of ivig to be infused had remaining volume after completion of infusion. They do not expect the vials to contain overfill amounts. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.